Manufacturer narrative:
Concomitant medical products: product ID: 8703w, lot# l36721, implanted: (B)(6) 1995, product type: catheter. (B)(4).

Event description:
Information was received from a company representative regarding a patient receiving intrathecal baclofen 506 mcg/ml (dose 275.7 mcg/day), clonidine 181 mcg/ml (dose 98.62 mcg/day), and morphine 55 mg/ml (dose 29.967 mg/day). The pump's indication for use (IFU) was listed as non-malignant pain and failed back surgery syndrome. It was reported a motor stall was seen at initial interrogation. The patient did not recently have a magnetic resonance imaging (MRI). A computerized tomography (CT)was done two weeks ago, which was unrelated to the infusion system. The pump status and/or event log reported a motor stall occurred on (B)(6) 2015 at 06:38. The patient was in more pain than normal and stiffer. It was unknown when the symptoms started. On (B)(6) 2015 additional information was received from a healthcare provider (hcp) indicated the therapy was "on-going". The start dates of the drug therapies were not provided. The patient was receiving compounded baclofen. The patient's pertinent medical history included status post 13 back surgeries and post-laminectomy state. The patient was not receiving any other medications from their clinic at the time of the event. Interventions included pain medication (treatment) to prevent withdrawal. The cause of the motor stall was not determined. The patient did not return for follow up.